Event description:
Pressure reduction valve (prv) is a component to erbe USA's argon plasma coagulator. The prv is not manufactured by erbe. The MFR used an incorrect connector on the prv. Customer reported that the prv was difficult to thread into the argon tank. Prv was returned to erbe USA. Prv was never orused at the account. No pt was involved; no pt injury.